Event description:
Test strip used while attempting to test was damaged. The patient reported no high or low blood glucose symptoms while attempting to test. Phoned physician for advice, however the treatment, if any, was not reported. The issue was not resolved with troubleshooting. No further information has been reported.